Event description:
It was reported that at device upgrade, externalized conductors were seen under fluoroscopy. The lead was explanted.

Manufacturer narrative:
The lead was returned in two pieces. Multiple internal insulation abrasions were found at 11.4cm - 12.7cm, 12.7cm - 15.5cm, and 23.3cm - 24.8cm from the electrode tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.